Manufacturer narrative:
Unit has not yet been returned for eval, so it is not certain which wires are reportedly exposed. F/u will be filed as necessary based on investigation results.

Event description:
It was reported that the unit had exposed wires. No pt involvement or adverse consequences reported.